Manufacturer narrative:
(B) (4). The ge service rep traced the fault to a blown 240v fuse. The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that there was no display on the monitor during boot-up. No patient injury was reported.